Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan (B)(4) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began three to four weeks prior to contacting lifescan. The reporter stated that the patient obtained blood glucose readings of "250 and 220mg/dl" on the subject meter. The reporter stated that these readings were higher than expected based on the units of carbs that the patient had consumed on the previous evening. The patient manages their diabetes with self-adjusted insulin. The patient administered an increased dose of insulin in response to the alleged high readings. The reporter stated that six hours later the patient developed a symptom of "sweating" which they associated with hypoglycemia. The patient self-treated this symptom by consuming some dextrose. The reporter denied that the patient tested on any other device at this time. At the time of troubleshooting, the cca verified that the test strips were stored correctly (per owner's booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury associated with hypoglycemia after the alleged inaccuracy began.